Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: a pin hole was found on the package during incoming inspection.